Event description:
It was reported that during a da Vinci-assisted transabdominal prostatectomy procedure, the Monopolar Curved Scissor (MCS) Tip Cover Accessory fell into the patient and was retrieved during the same procedure using the Fenestrated Bipolar Forceps (FBF) instrument. There was no collision. The Tip Cover appeared to have been properly installed and no Electrolube or other lubricant had been applied. There was no difficulty removing the instrument and accessory. The instrument wrist was not straightened upon removal. There was no damage noticed on the accessory, instrument, or cannula after the event occurred. The procedure was completed.

Manufacturer narrative:
The Monopolar Curved Scissor (MCS) Tip Cover accessory has been received for failure analysis evaluation. However, as of the date of this report, the evaluation of the MCS Tip Cover accessory has not been completed.